Manufacturer narrative:
(B)(4). Batch number: p92h2r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: is it routine for surgeon to keep clamped on tissue after firing? Yes. Does the surgeon wait 15 seconds prior to firing? Yes. What was the approximate width of vessel? Less than 45 mm . Was any difficulty noted with closing or firing device? No. Was any issue noted in regard to staple formation? No. How was the post-op bleeding identified? 6 hours later, the patient began to shock and they detected blood in the drains. How was the post-op bleeding addressed? Over suturing the staple line. What was the site of post-op bleeding? The stapler line. Does the surgeon believe that the device was the cause of post-op bleed? Yes. What is the current patient status?. The patient status is ok.

Event description:
It was reported that during a liver transplant, they clamped the suprahepatic vein with the psee45with with reload (ecr45w). They fired the endocutter and kept the vein clamped until the end of the transplant. When they finish, they restored the blood circulation and opened the endocutter, the vein started to bleed through the suture line (didn¿t know if it was in a point or all through the suture line). They fixed with manual suture. After this event, they could finished the surgery. However that night the patient started to bleed again and they had to operate him again.